Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to verify battery failed alarm and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had battery failed alarm. Customer¿s blood glucose level was 135 mg/dl. Customer troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.